Event description:
It was reported that the pt was taken to the ER due to inappropriate therapy. Varying resistance and noise noted when pressure applied over the pacemaker. The lead is to be replaced.